Manufacturer narrative:
The company representative fount the component was non-conforming in the pneumatics module. A replacement part was unavailable am a spare part has been requested. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is attributed to nonconforming component in the pneumatics module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the system exhibited with no vitrectomy during a surgical procedure. It was indicated that the surgery could not be completed on same day of the event and had to be completed next day. The procedure type involved was retinal surgery. Additional information has been requested for this event.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicated that there was no patient harm. Symptoms improved. The console was replaced by another console.